Manufacturer narrative:
The tech replaced the brake casters and brake detent to resolve the issue.

Event description:
The tech alleged the brake casters would swivel when pushed from the side while in brake mode. No injury reported.